Event description:
On thursday, (B)(6) 2012, I purchased from (B)(6) stores their generic brand of "antibacterial adhesive pad bandages plastic." These come ten to a box and are 3" x 4" with benzalkonium chloride 0.1%. The barcode on the box is (B)(4). There is also an embossed number on the bottom of the box (B)(4). There is print on the box "(B)(4) mix board of responsible sources (B)(4)." On wednesday, (B)(6) 2012, I removed one of the bandages from my forearm prior to showering. The skin under the adhesive of the bandage had blistered severely and had the shape of the bandage. The skin still appears burned and is healing very slowly with scarring. Incident date: (B)(6) 2012. Incident home/apartment/condominium (B)(6). Product details: product (B)(4) brand "up and up" antibacterial adhesive pad bandages plastic "3" x 4" ten to a box. Product personal care.